Event description:
A pump declared alarm 20 during pumping. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer continued to use the pump for insulin therapy.